Event description:
It was reported that during a follow up in clinic, an increase in capture threshold and a decrease in battery longevity were noted on the device. The device was noted to be pacing in high output mode (hom). The physician suspected premature battery depletion due to the increase in capture threshold caused by potential device malfunction. The battery voltage was not yet at elective replacement indicator (eri) level. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the patient had atrial fibrillation resulting in high rates during the autocapture tests resulting in the device operating in high output mode. The physician suspects the battery depletion was normal due to the device operating in high output mode. The device was reprogrammed to resolve the event. The patient was in stable condition.